Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered potential inappropriate therapy. Technical services (ts) reviewed the stored episode data and determined the event was caused by oversensing of crosstalk signals atrial arrhythmia activity, consistent with crosstalk signals. One inappropriate shock was delivered and therapy was not exhausted. Ts discussed potential programming changes, including adjustment of the right ventricular sensitivity settings to reduce oversensing, and recommended further in-clinic evaluation of the oversensed signals. This ICD remains in service. No adverse patient effects were reported.